Event description:
It was reported that the patient no longer used his implanted neurostimulator because it was not working anymore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.